Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a change sensor alert and a bent sensor filament on day one of use while the sensor was inserted in the upper arm, which led to removal of the sensor and a subsequent high blood glucose event of 447 mg/dl. The event involved product(s) unk_reservoir,mmt-396a,mmt-5120ma,mmt-1884. The customer has type 2 diabetes and treated the high blood glucose using manual insulin injection. The customer reported a current blood glucose value of 115 mg/dl with elevated glucose lasting approximately 3¿4 hours. Troubleshooting was offered but declined and the customer was advised to contact their healthcare provider and monitor blood glucose levels. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further customer complications were reported. No product return was required for unk_reservoir, mmt-396a, mmt-5120ma, mmt-1884.